Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Due to the patient's multiple comorbidities, additional surgical procedure that had been performed in 2011 and the non-bard/davol sutures that were used to implant the ventralex mesh there is no way to determine to what extent the bard/davol ventralex mesh devices may have caused or contributed to the problems experienced after implant. The medical records indicate the patient experienced hernia recurrence and infection. Recurrence is listed as a known possible complication in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This emdr represents ventralex mesh (#1). A second emdr file was created to address the other ventralex mesh implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent repair of a ventral hernia using a ventralex patch (#1) and repair of an umbilical hernia using another ventralex patch (#2). On (B)(6) 2010 - patient underwent a triple bypass procedure. No operative details provided. On (B)(6) 2011 - patient underwent a pacemaker placement procedure. No operative details provided. On (B)(6) 2011 - patient underwent removal of a suture granuloma. No operative details provided. On (B)(6) 2011 - during an md office visit, patient underwent absorbable suture removal that was causing chronic irritation in his midline wound. On (B)(6) 2012 - patient had md office visits due to a chronic nonhealing midline wound from previous ventral hernia surgery and complaints of abdominal pain "erythema with drainage at umbilical site" was noted by the surgeon's exam. The patient was diagnosed with hernia of abdominal cavity, cellulitis and abscess. On (B)(6) 2012 - the patient underwent explant of the two bard ventralex patches and had a non-bard/davol veritas biologic graft implanted. Per op details "the inflamed and infected skin was then excised in an elliptical fashion including the umbilicus, which was chronically infected and had a sinus tract and the large volume of granulation tissue immediately below in the abscess cavity underneath the umbilicus, there was a round ventralex mesh (#2) that was completely dehisced in the granulation tissue and pus. The incision was extended superiorly and again a second mesh (#1) was encountered and it was partially incorporated, but had fairly large volume of purulence and granulation tissue around it. The mesh was gently freed from the fascia and the patient was noted to have two recurrent hernias at the umbilical site in the epigastric site and small fascial bridge in between approx 2cm long."

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected to adverse event.